Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/1.0/091 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the eye. The lens was intraoperatively implanted, removed, and replaced on (B)(6) 2023. The problem was resolved. There was no patient injury. Cause of the event is unknown.